Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that her blood glucose readings were not being stored in the memory of the contour ts meter. The customer stated that the date and time on the meter were incorrect. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour ts meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour ts test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.